Event description:
It was reported by the rep the device was used during an unknown procedure. It was reported the handle broke on the gun and it was sent to the material manager with no other details. There was no consequence to the patient.